Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:13:12. During night drain cycle four, the patient's ultrafiltration reading was 1538ml, indicating the home patient (hp) drained 1538ml more than their maximum programmed fill volume of 2200ml. No additional information is available.